Event description:
The patient received two leads with the same lot number. It was reported during a physician office visit, the patient is no longer receiving left-sided stimulation. Reprogramming was attempted to no avail. Reportedly, diagnostic testing of the lead revealed low impedance readings. Subsequently, x-rays results identified the lead has pulled out of the epidural space. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the patient's leads were explanted and replaced. In addition, the ipg was electively replaced for the upgraded technology. The patient has effective therapy at this time. The issue is resolved.